Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time since the device sample is not available for evaluation. The device sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the information provided. If the device sample becomes available at a later date this complaint will be updated with the evaluation results.

Event description:
Customer complaint alleges "the circuit folded over on itself on the column end and kinked off. They noticed it when the pressure relief valve was activated."